Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient might have urinary tract infection and the purewick accessory tubing was very dirty and that might be the cause. It was noted that the patient had not seen a doctor nor been diagnosed with urinary tract infection. Also noted that the accessory kit was delivered as part of the pw200 on (B)(6) 2021, almost four months ago. It was unknown what medical intervention was provided for urinary tract infection. Follow-up call performed on (B)(6) 2021. Patient was having urinary tract infection before started using the purewick. Also stated that the tubing had been in use for more than 60 days because medicare would not pay for new kits and patient had to pay out of pocket. Patient was currently being treated for urinary tract infection so the purewick was not being used at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient might have a urinary tract infection and the purewick accessory tubing was very dirty and that might be the cause. It was noted that the patient had not seen a doctor nor been diagnosed with urinary tract infection. Also noted that the accessory kit was delivered as part of the pw200 on (B)(6) 2021, almost four months ago. It was unknown what medical intervention was provided for urinary tract infection.